Manufacturer narrative:
(B)(4). UDI # n/a. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review report notes there is extensive lucency reflecting osteolysis surrounding the acetabular component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported patient underwent hip revision approximately 28 years post-implantation due to unknown reasons. The head, cup, and liner components were removed and replaced. Attempts have been made and no additional information is available.